Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient's device did not help with pain and did not provide stimulation. Additional information has been requested and will be made as follow-up as it becomes available. For information related to earlier devices, refer to manufacturer report # 6000032-2010-06880 and 6000032-2010-06881.